Event description:
The customer reported via phone call that the numbers on the insulin pump kept scrolling when attempting to deliver a bolus and then alarmed button error. The insulin pump then alarmed battery out limit. The customer's blood glucose was 121 mg/dl. While troubleshooting, the customer was unable to recall any significant events leading to the alarm. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button error during our testing. No battery out limit alarm noted. No unexpected numbers scrolling during our testing. All operating currents are within specification. The insulin pump passed self test. The insulin pump cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.